Event description:
On (B) (6) 2004, an acticon device was implanted. On (B) (6) 2009, the cuff and balloon were revised. On (B) (6) 2010, the entire device was removed and replaced due to recurring incontinence.

Manufacturer narrative:
(B) (4).